Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to damage during extraction of the right ventricular (rv) lead. A new lead was implanted. No additional adverse patient effects were reported.